Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material came out of the nozzle was confirmed. Device was returned for evaluation and could be evaluated. It was unknown what let to the malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign object came out of the nozzle. There were no reports of patient involvement.